Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device kit opened by the account without the packaging and one photograph. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The received device was noted to be a disengaged and bent guide wire. The photograph was consistent with the received product. Engineering noted that the guide wire was elongated and bent. A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, "during an implant procedure, the guidewire had been loosed while operation."